Event description:
Additional information was received. It was reported that the patient was doing "fine with his therapy now".

Manufacturer narrative:
Product ID: 8709, serial # (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump displayed a "shelf mode" message. The reporter stated that therapy was "stopped for a long time," and while pump was stopped, it was filled with preservative free normal saline (pfns). A month later, the patient returned to the clinic and to have the pump filled with medication to resume drug infusion. The healthcare provider encountered a "shelf mode" message when interrogating the pump, and could not get past that screen. It was unclear if the new pump was taken out of a shelf state. The patient had stopped his medication therapy and had the pfns filled in the pump as symptoms of swelling and peripheral edema were experienced. The cause of the symptoms was thought to be the pump medication of morphine. It was later reported that the patient had "bad side effects of peripheral edema" from morphine, then later from dilaudid. As of (B)(6) 2012, the healthcare provider had the pump medication changed to fentanyl with the hope that he would not have side effects to that medication. The timeline was unclear of when the medication reactions took place, the duration in which the pump was filled with saline only, and how long the pump was in a "shelf mode" state. The patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.